Manufacturer narrative:
The technician replaced the siderail ucm boards and cables to repair the bed.

Event description:
Info received indicates functions from the left and right siderail controls are only working intermittently.